Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 476 mg/dl and was admitted to hospital for high blood glucose, confusion, vomiting, and inability to eat or drink. The customer was hospitalized for more than 24 hours, and treatment included insulin delivery by manual syringe. Ketone testing was performed, but the results are unknown. The event involved product(s) mmt-1884, unomedical, mmt-332a. The customer declined or was unable to complete further troubleshooting. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. A serialized device replacement was approved and arranged, and the customer was instructed to discontinue pump use, revert to their backup plan per their healthcare provider¿s instructions, and place the pump in storage mode after discontinuation. No products were not expected to return of unomedical, mmt-332a. Mmt- 1884 is expected to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches.the following were noted during visual inspection: scratched case and pillowing keypad overlay.the sc1 cap and reservoir locked properly into reservoir compartment during testing.history download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 06-sep-2025 listed on smartsolve due to insufficient data in the trace/history files.perform the history review 1 week prior to the event date 06-sep-2025 in the pump history file and found 1 nodelivery (7) alarm on 09/04/2025 (during bolus), and 2 pump error 23 on 09/05/2025. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump error 23 was expected due to the battery power depleted and the pump's time reset. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted.force sensor zero offset within specification (23.4 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia). For additional information regarding the tests performed refer to (B)(4)¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.